Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a pacemaker that exhibited loss of capture. The pacemaker was explanted and replaced. Patient status was not reported.